Manufacturer narrative:
Concomitant products: etew2020c82e sn (B)(4), expiration date: 2015-07-15, UDI # (B)(4). Film evaluation summary: the exact cause of the contra limb migration leading to distal type I endoleak cannot be conclusively determined from the five still images provided. Pre-implant anatomy information, films at implant, earlier post-implant films, and additional films that showed the limb migration and distal type I endoleak were not provided for review and comparison. The limb location at implant was unknown. The images provided showed that the contra limb had pulled out from the left common iliac artery and is currently sitting in the distal aneurysm sac. Contrast was feeding the distal aneurysm sac from a distal type I endoleak. The left common iliac artery appeared aneurysmal and contained moderate amount of thrombus. It is possible that the left common iliac artery may have dilated since implant due to disease progression, which may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. A CT revealed that the previously implanted endurant limb had retracted up into the aneurysm and there was no longer any seal in the left common iliac artery. The physician relined the entire left side of the graft into the left external iliac artery. The final angiogram showed that the endoleak had been sealed off and the event had resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.